Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed the reported tissue damage appears to be related to user technique/procedural circumstances. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping attempted. The posterior gripper was lowered first and slight anterior movement was applied to grasp the anterior mitral leaflet (aml). Grasping was successful however it was noted the mr increased and it was thought the leaflet was perforated. The clip was reopened and positioned more lateral to the perforation and successfully deployed. A second clip was placed medially to treat the perforation, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.